Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2026, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving morphine 5,155.2mcg/day 8,000mcg/1ml via an implantable pump. It was reported that the patient reported no efficacy since original implant. A dye study was done on (B)(6) 2025 (monday) and the catheter could not be aspirated. The physician decided to replace the catheter on (B)(6) 2025 (wednesday). The old catheter was discarded. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.